Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. No patient complications were reported.